Event description:
The following has been reported: upper case malfuction. "Down arrow" button of keyboard is not responding to pressing. Upper case replaced to new one. Quality control performed. Reporting as a conservative measure. No adverse event information reported. More information is needed to complete the investigation.